Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing. Furthermore, the technical services (ts) discussed with the physician the origin of the morphology and the physician indicated it was a real, slow ventricular tachycardia (vt) and the shock was effective, hence the treatment decision was evaluated as adequate by physician. Nonetheless, there were t wave oversensing within the vt morphology which also resulted in the onset not being recorded. The physician will investigate internally whether to reduce conditional shock zone. This s-ICD remains in service. No adverse patient effects were reported.